Event description:
The implantable neurostimulator wasn't holding a charge. The patient needed to recharge the device more frequently. The battery was 1/4 charged one day. The patient fell. When the patient went to turn the device off, the battery icon was not shaded. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).